Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 15jan2024.

Event description:
Patient representative reported left side "recall was mentioned", "feel small changes in breasts", "heterogeneous structure, discomfort in breasts, irregular contours of the prostheses, linear calcifications on the posterior surface of the prostheses, [baker] grade IV capsular contracture, ripples, discomfort became severe pain and later unbearable, patient couldn't even let the shower water fall on the six, sex life was affected, the breast changed shape and the patient had a lot of fear", and "fibrosis with sclerosis (cicatricial) associated with discrete non-specific chronic inflammatory changes, dystrophic calcification and synovial metaplasia". Patient representative later reported ¿areas of calcified appearance¿, ¿dystrophic calcification¿, ¿cystification¿, and ¿chronic nonspecific peri-ductal/lobular lymphocytic inflammation¿. Patient representative also reported "decreased vitality and fatigue", which is not device-related. Device has been explanted. Capsulectomy was performed.

Event description:
Patient representative reported left side "recall was mentioned", "feel small changes in breasts", "heterogeneous structure, discomfort in breasts, irregular contours of the prostheses, linear calcifications on the posterior surface of the prostheses, grade IV capsular contracture, ripples, discomfort became severe pain and later unbearable, patient couldn't even let the shower water fall on the six, sex life was affected, the breast changed shape and the patient had a lot of fear, decreased vitality and fatigue". Also "fibrosis with sclerosis (cicatricial) associated with discrete non-specific chronic inflammatory changes, dystrophic calcification and synovial metaplasia". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient representative reported left side "recall was mentioned", "feel small changes in breasts", "heterogeneous structure, discomfort in breasts, irregular contours of the prostheses, linear calcifications on the posterior surface of the prostheses, [baker] grade IV capsular contracture, ripples, discomfort became severe pain and later unbearable, patient couldn't even let the shower water fall on the six, sex life was affected, the breast changed shape and the patient had a lot of fear", and "fibrosis with sclerosis (cicatricial) associated with discrete non-specific chronic inflammatory changes, dystrophic calcification and synovial metaplasia". Patient representative later reported ¿areas of calcified appearance¿, ¿dystrophic calcification¿, ¿cystification¿, and ¿chronic nonspecific peri-ductal/lobular lymphocytic inflammation¿. Patient representative also reported "decreased vitality and fatigue", which is not device-related. Device has been explanted. Capsulectomy was performed.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ inflammation/ irritation: unable to observe since it is not related to the device. ¿ fatigue: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ calcification: observed. ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. ¿ device wrinkling: unable to observe . No further actions are required since no issue in the manufacturing of the device is observed. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.